Event description:
When unpacking the kits, it was noticed a slit was in one of the kits.

Manufacturer narrative:
The manufacturer has received the sample and wil be evaluated. Result are expected soon.